Manufacturer narrative:
Other relevant device(s) are : product ID: 3093-28, lot# v967496, implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: v967496, ubd: 14-mar-2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that the reason their 2012 got replaced on 2015 was because the device was not working and also that there was something wrong with the wire. No further complications were noted or anticipated